Event description:
During device evaluation, no image was displayed, and the screen remained black with intermittent flickering. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the image issue is likely due to a damaged charge-coupled device (ccd). While the root cause of the reported malfunction could not be definitively determined, it is most likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.